Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 460 mg/dl. Customer stated that he had erratic high blood glucose readings over the weekend. He stated that when he gives a bolus at mealtime, the blood glucose responds appropriately. He stated that he felt the basal was not delivering as it should have. Customer was treating with manual injection. Customer expressed no symptoms of high blood glucose. Customer had low reservoir alarms in the alarm history but changing the reservoir did not resolve the issue with high blood glucose. Nothing further was reported.